Event description:
Additional information received indicated that the patient reported pain and wound drainage post-op which became severe enough that she was taken to surgery 8 days after implant and the entire sling was removed. The patient reported that the organism found responsible for the infection was provotella intermedia. The infection was reported to be severe. The patient is now "doing well but her incontinence has returned." No additional patient complications have been reported in relation to this event.

Event description:
It was reported that following a monarc sling implantation, the patient experienced the symptoms of an infection at the incision site. The patient was evaluated and the sling was removed. The implanting physician is monitoring the patient. No additional patient complications have been reported in relation to this event.